Event description:
It was reported that the patient was diagnosed with sepsis and the primary source of the infection was reported to be the implantable cardioverter defibrillator (ICD) system. Blood cultures revealed a (B)(6) infection. The ICD system was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 693565 lead, implanted: (B)(6) 2012. (B)(4).